Manufacturer narrative:
(B)(4). Batch # p93k9v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: photo was received. The photo show the hand piece from nose cone area and can be seen are cracked and disassemble. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the hand piece housing is cracked. No patient involvement occurred.

Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received disassembled with the nose cone cracked. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality.